Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate therapy due to possible electromagnetic interference (emi). Four inappropriate burst of anti-tachycardia pacing (atp) and one inappropriate shock were delivered due to the noise oversensing of the emi. No adverse patient effects were reported. This ICD remains in service.